Manufacturer narrative:
Device evaluation: the resonance stent set device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint was raised in the literature journal ¿patency period of a metallic ureteral stent and its determinants in patients with malignant ureteral obstruction: a prospective review¿ kobayashi et al 2021. Stent placements were carried out on 21 patients, bilaterally in six and unilaterally in 15 patients. (B)(4) were opened as a result of this literature paper. (B)(4) (report reference number 3001845648-2021-00791) was opened to capture 5 cases were stent obstruction. (B)(4) (report reference number 3001845648-2021-00793) was opened to the occurrence of uti (B)(4) was opened to capture the 3 cases of bladder irritation. This file was opened to capture the case of stent migration. Lab evaluation: n/a. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per instructions for use, ifu0020-18, stent migration is listed as a potential adverse event associated with indwelling ureteral stents. As per instructions for use, ifu0020-18, users are cautioned as follows: ¿individual variations of interaction between stents and the urinary system are unpredictable. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures.¿ a warning on the instructions for use, ifu0020-18, advises the following: ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).¿ image review: n/a. Impression: n/a. Root cause review: a definitive root cause could not be determined from the available information. Stent migration is known potential complication. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient had no subjective symptoms when the proximal curl of the stent moved to the upper ureter, and no progression of hydronephrosis or deterioration of renal function occurred. We exchanged the metallic ureteral stent according to the patient¿s wish, and migration never recurred. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Kobayashi et al 2021 ¿ ¿patency period of a metallic ureteral stent and its determinants in patients with malignant ureteral obstruction: a prospective review¿. We performed stent placement in 21 patients, bilaterally in six and unilaterally in 15 patients. One month after placement of the polymer ureteral stent, we replaced it with a metallic ureteral stent. We inserted the 8.3-fr metallic ureteral stent introducer over the guide-wire under fluoroscopic guidance and advanced it to the ureteropelvic junction. We confirmed that the proximal curl of the stent was located in the renal pelvis and the distal curl was located in the bladder. The length of the metallic ureteral stent was determined according to the length of the ureter. We did not perform balloon dilation of ureteral strictures. Stent migration: the patient with stent migration had no subjective symptoms when the proximal curl of the stent moved to the upper ureter, and no progression of hydronephrosis or deterioration of renal function occurred. We exchanged the metallic ureteral stent according to the patient¿s wish, and migration never recurred.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.